Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the home choice (hc). The registered nurse (rn) stated while in therapy one of the supply bags had a loose connection and disconnected from the supply line. The alarm log displayed se 2240 and se 2367. The technical service representative (tsr) advised the rn to start over with all new supplies and inform the peritoneal dialysis nurse (pdn) of the of se 2240. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). A homechoice hardware device had a 2240 (air in line) alarm which is indicative of a potential malfunction of a disposable device. The nurse reported that one of the supply bags had a loose connection and disconnected from the supply line. This event is known to cause a 2240 alarm. As the supply bag and line were not returned for analysis, the cause of the disconnection could not be determined. If additional relevant information becomes available a follow-up will be submitted.